Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed. Unit meets specifications and returned to service on (B)(4) 2012.

Manufacturer narrative:
Correction: sex is unknown. Conclusion code: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (06/2012 to 12/2012) did not observe any significant trend. (B)(4). The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The shuma indicates the risk is broadly acceptable for moderate level injury and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
A customer reported an event of a strong odor emitting from the sterrad nx. There was no report of human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(4) 2012.